Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
While performing a transseptal puncture, a cardiac perforation occurred. A pericardial effusion was diagnosed with ultrasound and pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.